Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via telephone call that the customer was hospitalized for high blood glucose. The blood glucose reading was 394 mg/dl. The caller reported that the back light was not lighting up when the button was pressed and that the insulin pump alarmed for no delivery. The caller was assisted in performing a 5 unit prime and reported that insulin exited. The caller declined troubleshooting for high blood glucose.